Manufacturer narrative:
The customer reported that the autopulse platform (sn (B)(6) displayed the user advisory 02 (compression tracking error) message, which was confirmed based on an archive data review, but not during functional testing. The ua02 error was not reproduced during the functional testing. The customer reported that the autopulse platform displayed the ua45 (not at "home" position after power-on/restart) message and was able to clear the ua by following the instructions provided by zoll technical support. However, during the investigation, the autopulse platform failed functional testing because the ua45 was displayed upon powering on. The root cause of the ua45 error was that the drive shaft was not in the "home position," which was likely due to unintended user error. The archive data review indicated ua45 and ua02 errors, confirming the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. According to the autopulse resuscitation system model 100 user guide, if the driveshaft is not in its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear user advisory (45), pull up on the lifeband until the chest bands are fully extended (this moves the driveshaft back to its home position) and then restart. Per the autopulse hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is open during active operation. The recommended actions to take for this type of user advisory are: ensure that lifeband is properly closed. Pull the lifeband up completely, ensuring that both the patient and the band are properly aligned, and then press the restart button. The autopulse platform failed functional testing due to the ua45 error message displayed upon powering up. The drive shaft was rotated to the home position to clear the ua45 error. The ua02 error was not reproduced during the functional testing. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During the shift check, the autopulse platfossage afrm (sn (B)(6)) displayed the user advisory 45 (not at "home" position after power-on/restart) meter performing a few compressions on the manikin. The customer called zoll tech support and was able to clear the ua by following the instructions provided by the tech support. After that, the autopulse platform displayed the ua02 (compression tracking error) message, which could not be cleared. No patient involvement.